Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the pacemaker was found to have been implanted past its expiration date. No intervention was performed. The patient condition was stable.